Event description:
It was observed during the device inspection that the colonovideoscope exhibited a white foreign material inside the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the suggested phenomenon was confirmed. However, the foreign material was unable to be further specified. It is likely that the foreign material may have been unremoved because the device was not reprocessed properly as there was a leak which occurred from the hold ring. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.